Event description:
It was reported via email that she experienced deflation difficulties based on a report that the balloon does not deflate entirely when attempting to deflate balloon to remove product from patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is unknown the extent of the deflation issue or if the device was replaced with another or if the inflation lumen was cut to facilitate deflation. There is no other information available and the lot number is unknown. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Reported ot the FDA on april 3, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.